Event description:
Lid switch shorted out.

Manufacturer narrative:
Upon inspection, steris technician has found that the lid switch on sonic energy console had overheated and shorted out due to water that had trailed down from the lid. Steris technician's assessment to repair unit was to replace the shorted lid switch. The unit will have the wiring harness routed in manner to avoid electrical connections damage by water. Customers are advised to follow proper safety precautions such as allowing the instrument tray to drain fully before moving to the next cleaning station to prevent water from contacting the electrical wiring while using this device. The concerned unit was manufactured in 1998 at another facility.